Event description:
Litigation papers allege patient has severe pain and toxic levels of cobalt and chromium. It is also alleged that patients physician has determined a revision surgery is required. However, due to medical issues, the patient cannot undergo a revision surgery at this time but will have surgery at a later date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is considered closed.